Manufacturer narrative:
Follow-up #1: date of submission 04/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/05/2016 with the following findings: a review of the black box and alarm history revealed a ¿call service (cs) 128 and cs177¿ replace battery alarm and low battery warning on 01/10/2016. The battery compartment was found to be cracked below the finger pad. During testing, the ¿ez-prime¿ steps were performed correctly; there were no errors, alarms or warnings that occurred during the investigation. The ¿cs128¿ replace battery alarm and ¿cs177¿ low battery warning were simulated with a power supply. The pump emitted and recorded the appropriate audible and visible alarm warning at the correct threshold and order.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. There was no indication of a low battery alarm. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.